Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: potential for injury associated with the footplate being cracked on a t93he footrest for an unk manual wheelchair. This may compromise the stability of the user's feet while seated in the chair, and has potential for the footboard to break at any pressure.